Event description:
It was reported the patient was unable to adjust stimulation due to a power-on-reset (por) condition. The patient was weed whacking and started to feel "tingly." The patient went to turn stimulation on, but there was a por message. The patient programmer had also displayed a "call your doctor" icon at one point. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger: product ID 37743, serial# (B)(4). Product type: programmer, patient. (B)(4).